Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant low red blood cell (rbc) count on the advia 2120i with dual aspirate autosampler instrument. The fse noticed that the +15 volts was dropping to +11 volts. The fse replaced the power supply and laser and aligned the laser. The fse ran optipoint material, adjusted the rbcx and rbcy, ran controls and asked the customer to calibrate the instrument. The instrument was returned to routine use on july 2, 2015. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant low red blood cell (rbc) count was obtained on multiple patient samples on the advia 2120i with dual aspirate autosampler instrument. No patient results were released to the physician(s). The customer repeated the patient samples on an advia 120 instrument and received expected results. The results obtained on the advia 120 instrument were reported to the physician(s). The customer ceased using the advia 2120i with dual aspirate autosampler instrument until a siemens field service engineer was dispatched to their site. There are no known reports of patient intervention or adverse health consequences due to the discordant, low rbc counts.